Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was filed. The product was returned for investigation. Upon investigation of the pump, no abnormalities or damages were observed. The introducer was not returned. The root cause of the access site bleeding - major was most likely a lack of vessel recoil onto the sheath.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 81-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Patient on impella support was found to have a hematoma at the access site. Imaging showed bleeding from what appeared to be from side of repo sheath. The md decided to explant the pump and have a new one implanted. Additionally, patient also received blood transfusion to address the issue.